Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support agreed to replace the pump since it was under warranty. The customer planned to use multiple daily injections (mdi) as a backup for insulin delivery. Additionally, the caller was instructed on how to place the pump into storage mode before returning it with a pre-paid label, which they acknowledged and agreed to do within 10 days.